Event description:
From staff: during a thoracic wedge procedure the covidien stapler was being used to staple a section of the right upper lobe. The covidien stapler is able to articulate so that the tip that staples can be moved to the desire location. While putting the stapler into the port and articulating it to right we heard a slight snap. The stapler was not holding any lung tissue at the time so no damage to the lung was done. We removed the stapler noticed that the staple tip that attaches to the stapler device was bent. The stapler was no longer registering that a staple load was attached. We no longer used that stapler for the remainder of the case and called for a new one. When the case was over, I tried to remove the staple end that attaches to the stapler device and was unable to do so. We tagged the stapler to send back to the manufacturer.